Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, there were difficulties inserting the 14fr esheath+ into the patient's vasculature. After multiple attempts for full advancement, it was decided to remove the esheath+. Upon removal of the esheath+, the distal tip of esheath+ was severely scored and partially torn. A 16fr vessel dilator was then placed with no insertion difficulties. The team also decided to vessel dilate using an edwards 18fr vessel dilator. A new 14fr esheath was then used, and the valve was successfully implanted. Per report, the patient's vessels were heavily calcified.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for distal tip torn was unable to confirmed without the returned device/provided imagery. A review of the device history review and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Per report, the patient's vessels were heavily calcified. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, which can lead to higher push force. As a result, the operator may apply increased push force to overcome the difficulty, which may lead to sheath tip damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (high push force) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.